Event description:
No blood glucose levels reported. It was reported that the customer could not read anything from the screen of the insulin pump. The customer reported that the insulin pump had a crack on the inside of the screen. The customer also reported that there were two black spots on the top right corner of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at a display window corner, cracked reservoir tube lip and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)